Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the insulin pump alarmed failed battery test. Customer's blood glucose was 151 mg/dl. The battery compartment, battery cap, or springs were not corroded, missing, nor damaged. Customer's mother was advised to clean the battery compartment and insert a new batter, device alarmed again. Customer's mother was advised to revert to back up plan. No further information reported.